Event description:
During lvc/ai procedure coronary balloon came off wire while working in left leg. The balloon was retained in left iliac. A second balloon was obtained to complete the procedure and this balloon also came off the balloon wire and lodged on the interventional wire. This balloon was not retained in the body. FDA safety report ID# (B)(4).